Event description:
It was reported that detached sensor wire occurred. The wearable was inserted into the abdomen on (B)(6) 2025. According to the patient¿s sister, on (B)(6) 2025, the patient experienced a detached sensor wire with two back-to-back sensors that happened on the same day the sensor was inserted in the abdomen. On approximately (B)(6) 2025, the patient inserted two consecutive sensors and alleged the sensor wires were missing from the sensor pod. The patient had no symptoms but worried that the wires might have detached from the sensor pod and remained under the skin. On (B)(6) 2025 and (B)(6) 2025, dexcom technical support contacted the patient¿s sister to confirm further details. On, (B)(6) 2025, the patient's sister took him to the emergency department (ed) for an evaluation of the sites. In the ed, the attending physician conducted exploratory surgery and created minor incisions at two separate insertion sites. An ultrasound was performed to examine both areas, confirming that no sensor wire was retained under the skin. The surgeon subsequently sealed both incisions using surgical tape instead of stitches. At the time of the report, the patient was in stable condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).